Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h2, h3, h4 and h6. "Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria." The device was returned to olympus for inspection, and the customer's reportable malfunction (front panel keeps blinking) was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: -the front panel kept blinking due to malfunctions caused by deterioration of the mesh turret and filter turret. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source front panel continued to flash. There were no reports of patient harm.